Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, the device was found to be in backup vvi mode. A device download was performed successfully and the device was programmed back to the previously set outputs. The patient will be followed normally.